Manufacturer narrative:
Additional information: h6, h10. An event of abnormal rotem value after the implant procedure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 30mm sjm sã©guin semi-rigid annuloplasty ring was implanted. Post procedure, abnormal rotem value was noted and IV medications were administrated the same day. On (B)(6) 2021, chylothorax was reported and a recumbent drainage was performed. The patient was discharged on (B)(6) 2021 and started rehabilitation. The ring is performing as intended. (B)(4).